Manufacturer narrative:
Investigation summary no sample was returned for analysis. No pictures were provided indicating the product number or lot. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, or photograph with part and lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ sharps container lids were not working properly. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via email: that the containers would not lock in place because the tabs are missing on two of the containers and the third one still had a loop tab on it but was barely hanging on.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ sharps container lids were not working properly. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via email: that the containers would not lock in place because the tabs are missing on two of the containers and the third one still had a loop tab on it but was barely hanging on.